Event description:
The customer reported that while in use a patient the peak flow on an achieva ventilator went from a setting of 50's to 100's on it's own. There was no harm to the patient as a result of this event.